Event description:
The patient contacted animas on (B)(6) 2013 reporting that her blood glucose (bg) has been fluctuating today. The patient stated that she has been making her own basal adjustments. The patient called and wanted to make sure pump is delivering properly. The patient reported her bg was 177mg/dl at lunch today(11:15am) (this is a normal bg for her) and she ate lunch and counted her carbohydrates exactly and 3 hours later bg was 369mg/dl. The patient gave correction, then rechecked, and bg at 2 hours was still elevated in the 380'smg/dl. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient corrected again. The patient stated that at dinner time around 6pm bg had dropped to 32mg/dl and stated that although bg was 32mg/dl patient bolused for food she ate. States she didn't cover all the carbohydrates but did bolus 2.00units. Customer support (cs) advised against bolusing for bg this low. The patient rechecked 2 hours later and bg was 65mg/dl. Pt states she ended up eating fruits snacks and granola bar and did not cover carbohydrates this time. The patient stated that her last site change was this morning. The patient stated that she had been adjusting her own basal rates and not consulting with her healthcare professional (hcp). Cs advised patient to consult with endocrinologist for possible changes to pump settings. Cs advised patient there was not defect found in pump and there were no programming/settings issues noted with the pump. The patient called back stating she would feel more comfortable having pump replaced as previous rep advised she could. The patient has not spoken with hcp since calling us yesterday. The patient stated that she would like her pump replaced. Cs advised the patient that they would replace the pump if there was a malfunction issue but cs stated that information points to bg management issue and replacing the pump is not going to resolve the bg issues.cs advised that they could review the pump and insulin deliveries and the patient refused as she stated she had reviewed the pump at the last call. This report is being made due to the patient's alleged hypoglycemic event that resulted from inadequate changes to pump settings.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (inadequate changes to pump settings).

Manufacturer narrative:
Follow up #1 (B)(4) device evaluation: review of the black box and download history revealed the last bolus and the last basal deliveries ere on (B)(6) 2013. The bolus history revealed a 9.75 unit bolus was delivered on (B)(6) 2013 at 14:35. Then, 69 minutes later at 15:44, a 7.20 unit delivery was delivered. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 minutes with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The complaint could not be duplicated during investigation.